Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. No tissue nor foreign matter was noted on the catheter nor in the sterile pouch. The reported stuck guidewire event was not confirmed via analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. A boston scientific (bsc) starter guidewire was loaded through the distal end of the catheter. Upon deployment of the catheter, resistance on the slider switch was noted and the guidewire was stiff and difficult to move through the lumen. The catheter and wire were replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. A boston scientific (bsc) starter guidewire was loaded through the distal end of the catheter. Upon deployment of the catheter, resistance on the slider switch was noted and the guidewire was stiff and difficult to move through the lumen. The catheter and wire were replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.